Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed electromagnetic interference (emi) oversensing noted on the right atrial (ra) and right ventricular (rv) leads. Resultingly, pacing inhibition was noted. No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Section b5 - "isometrics were performed revealing no lead issues" should have been included.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed electromagnetic interference (emi) oversensing noted on the right atrial (ra) and right ventricular (rv) leads. Resultingly, pacing inhibition was noted. Isometrics were performed revealing no lead issues. No changes or intervention was reported. There were no patient consequences.